Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information

Event description:
On 27-jan-2026, it was reported by a sales representative via (B)(4) that an ar-7801 cerclage tensioner ratcheting handle and an ar-7800 fibertape cerclage tensioner knot slipped and did not tighten. This was discovered during the case with no patient harm.